Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer received 1 external patient sample which was tested for calcium gen.2 (ca2), magnesium (mg), cholesterol gen.2 (chol2), and ldl- cholesterol plus 2nd generation. Of the data provided, the ca2 and mg results were erroneous. The erroneous results were reported outside of the laboratory. The initial ca2 result was 4.1872 mmol/l. The repeat ca2 result was 2.5467 mmol/l. The initial mg result was 1.7149 mmol/l. The repeat mg result was 0.9475 mmol/l. No adverse event was reported. The ca2 reagent lot number was 613061. The expiration date was not provided. The mg reagent lot number was 603900 with an expiration date of 09/20/2015. It was noted that the laboratory had electricity problems on this day, however, the analyzer is connected to an uninterruptible power supply (ups). The calibration results for both ca2 and mg reagents were acceptable. A specific root cause could not be identified. Based on the available data, a general reagent issue for both ca2 and mg reagents can be excluded. The most likely root cause may be related to a pre-analytics issue such as sample preparation.